Event description:
During an implant procedure, a loss of capture was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fracture or internal shorts.